Event description:
It was reported that the pt's leg had a large amount of adipose tissue which made the insertion site very tight. The intra-aortic balloon (iab) was inserted in 2008. Two days later, at approx 6:00am, the iab "ruptured." The pump alarmed and blood "came back immediately into the drive line tubing." There is no information about what the pt was doing at the time of the alarm. The iab was removed within thirty minutes after the pump alarmed. Another iab was not needed because the pt was stable. The hospital has reported that the pt is doing very well without complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.